Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that the batteries were charging correctly and all indicators showed correct operation when on battery power and ac power. The fse suspected that the customer has fixed the issue prior to his arrival. The fse indicated that the customer found that the mains ac power switch on the back of the iabp unit was in the "off" position. The fse noted that this would have prevented the iabp unit from charging the batteries or running on ac power. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needs the board to be replaced. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.